Manufacturer narrative:
Results - visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. Conclusions: no conclusion can be drawn: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge, and foam tip plunger were not returned for evaluation.

Event description:
The reporter stated the surgeon was inserting a single piece collamer lens, but the delivery was not smooth resulting in the lens not sitting properly. The lens was removed and replaced with no patient injury.